Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received bad battery alarm and low battery alarm. The customer's mother reported that battery change did not resolve the alarm. The customer's blood glucose was 149 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents were within specifications. No unexpected failed battery, low battery, or off no power alarms were noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.